Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported "accidental rupture by needle" against device. Device was not implanted and surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, two openings on anterior, and crease flat. A microscopic analysis was performed which identified: two striated openings on anterior. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage.

Event description:
Healthcare professional reported "accidental rupture by needle" against device. Device was not implanted and surgery was completed with a back-up device.